Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during a procedure the instrument became blocked and could not be used to insert the instrument. There was no surgical delay. Another system was used to complete the procedure. There was no consequence to the patient. This report involves one (1) implant inserter. This is report 1 of 1 for pc-(B)(4).

Manufacturer narrative:
Only event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.